Event description:
It was reported that, "joint of the arm is coming loose, which could cause the possibility to 'miss' a guided screw hole."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.